Event description:
Additional information was received stating that, the cause of the issue is due to master calculations inaccurate.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated a qualified associated cartridge and handpiece with an unspecified viscoelastic. Information was provided that the event was related to the patient's prior s/p lasik surgery and the intraocular lens (iol) master calculation being inaccurate. The information indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Additional information was provided that the 18.0 diopter (add power +2.2/+3.2) lens was replaced with a 19.5 diopter (add power +2.2/+3.2) lens. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The exchange for a 1.5 higher diopter difference of the same lens model may suggest that the replacement lens was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was hyperopic/results higher diopter needed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).